Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on (B)(6) 2025. The return reason of oxygen error is confirmed, which possibly caused when the vent is blocked.

Event description:
It was reported that the patient's portable unit was not producing enough oxygen. The patient's backup oxygen source was out of service. As a result, the patient was hospitalized. Additional information received stated that the patient had a cold that developed into pneumonia leading up to the event. The patient is doing fine now and their replacement portable unit is working well for them.